Manufacturer narrative:
No conclusion can be made. Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as reported. Bard/davol products are provided to the customer in a sterile state. At this time the patient is recovering at home, with no additional reported complications. Infection and seroma are known inherent risks of any surgical procedure and are identified in the adverse reactions section of the instructions-for-use as possible complications. A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification should additional information be provided, a supplemental emdr will be submitted. Remains implanted.

Event description:
It was reported that in (B)(6) 2019 the patient was implanted with a bard/davol phasix st mesh during an abdominal wall repair procedure. Postoperatively the patient was treated with antibiotics for a possible infection. The surgeon requested a surgeon to surgeon consult regarding the patient's treatment. The surgeon reports that she was satisfied with the treatment plan that was discussed during the consult. As reported the surgeon will continue to treat the patient with antibiotics throughout this time. Currently the wound is closed and the patient is recovering from the surgery in her home. Also reported was fluid build up, it is unclear if this is a seroma, or extra fluid from the resorption of the st barrier, which is not uncommon in the postoperative time period.